Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt uncomfortable sensations like an electric shock when the implantable neurostimulator (ins) was turned on. The patient was reportedly unable to have therapy on. It was noted that the patient experienced less than 50% therapy relief. The patient was scheduled for an appointment the following week. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 37081, serial# unknown, product type extension. (B)(4).

Event description:
Additional information was received which reported that the patient was reprogrammed but she did not know her new programming settings. There was no impedance issue found. The patient was reportedly not using her implantable neurostimulator because "she only felt stimulation in her back". The patient was awaiting a new appointment. It was further reported that no x-rays were taken. According to the hospital no reprogramming was done and the reporter did not have access to programming parameters. It was reportedly not helping the patient's back pain. It was agreed that the ins should be turned off for a couple of weeks. If additional information becomes available, a follow-up report will be submitted.